Manufacturer narrative:
At the time of this report, the investigation of the returned device was still in progress.

Event description:
During procedure, metal shavings came off of the device and released into surgical site. The metal shavings were extracted from the pt.